Event description:
Additional information was received that the previous reference to the "rr" dropped significantly stood for blood pressure. The patient's blood pressure dropped significantly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - conclusion codes h10 - conclusion - hypotension is a known potential adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the available information, infold and under-expansion were related to the valve and it is likely that patient anatomy contributed to the infold and under-expansion as severe calcification was noted. The annular rupture was caused by the post-implant balloon aortic valvuloplasty (bav) with severe annular and left ventricular outflow tract (lvot) calcification being a contributing factor. Annular rupture caused the pericardial effusion. The death was caused by annular rupture and the subsequent surgery and revision. The death is likely indirectly related to the valve and related to the procedure. All adverse events and severities are documented within the risk files and instructions for use (IFU). Media files were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. However, one of the media files allows for verification of severe leaflet calcification. Fluoroscopic valve load inspection was provided and confirmed a good load. As reported, multiple attempts were made to inflate the pre bav balloon due to significant calcium. The balloon would move aortic mid inflation. It was reported that an infold was noted after valve release. Even though, it is not entirely clear, there is a suspected infold at the inflow portion of the valve. A post bav was performed to resolve the suspected infold. It was reported that a pericardial effusion was identified on transthoracic echocardiogram (tte), and the patient was transferred to surgery. The cause of the effusion remains unconfirmed. Of note, emergent surgical intervention is listed as a potential adverse event in the evolut r IFU. Potential risks associated with the implantation of the corevalve evolut r bioprosthesis may include, but are not limited to, the following: myocardial infarction, cardiac arrest, cardiogenic shock, cardiac tamponade, cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention), emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty) per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. With the medtronic image review identifying a severely calcified annulus as causing the valve constrainment, the cause of the frame expansion issue was a patient-related condition. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. The patient¿s calcified anatomy is the root cause of the infolding. This is a patient- related condition. Effusion is a known effect that can occur after cardiac procedures. In this case, the cause of the effusion was the rupture, which resulted from the post-bav. This is a user- related cause. Vascular complications, such as rupture, are a known potential adverse effect per device IFU and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. In this case, the cause of the effusion was the rupture, which resulted from the post-bav. This is a user- related cause. Per the physician, the death was a result of the annular rupture, the following operation and the later revision. There was no evidence to suggest that the valve or its function contributed to the patient's death. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. In this case, the post-bav caused the rupture, ultimately leading to death. This is a user-related cause. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated b2. Updated b5. Updated h1. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the valve was initially recaptured due to a deep implant. According to the physician, the annular rupture was the cause of the pericardial effusion. The rupture occurred as a result of the post implant dilation (pid), because of the heavily calcified valve, annulus and left ventricular outflow tract (lvot). One inflation was performed during the pid. A syringe was used to inflate the balloon. The inflation pressure was not recorded. It was reported that the patient had died. The cause of death was not reported.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per the physician, the death was a result of the annular rupture, the following operation and the later revision.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a heavily calcified native aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic (edwards) balloon. Two attempts were required to inflate the pre-implant bav due to the severe calcification. An 18 fr non-medtronic (gore) sheath and non-medtronic guidewire (safari) were also used during the implant procedure. The valve was attempted to be implanted, however was recaptured. The valve was released on the second attempt. It was reported that the valve had infolded and was under-expanded. A post implant dilation was performed using a 23 mm non-medtronic (opsypka vacs ii) balloon. Following the balloon dilation, the "rr" dropped significantly, and transthoracic echocardiogram (tte) revealed a pericardial effusion. The issue persisted, therefore the patient was transferred to surgery. The patient's annulus has ruptured according to the physician. The transcatheter valve was explanted and a surgical aortic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID: enveor-l; product type: 0195-heart valves; product ID: 18 fr gore dryseal introducer sheath; product ID: lunderquist safari guidewire; product ID: 20 mm edwards life science balloon; product ID: 23 mm osypka vacs ii balloon; product ID: unknown surgical aortic valve (sav); product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.